Event description:
It was reported that the customer experienced high blood glucose level (594 mg/dl). Customer used manual injections but blood glucose level were still not dropping. The customer was hospitalized for one day and was treated with 2 boluses and fluids.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.